Event description:
It was reported that the pump was initially implanted in the patient¿s hip and it worked its way ¿out to a point where you could see it¿. A surgical repositioning was performed approximately 1.5 years prior to the report and the pump was placed ¿more in my stomach¿. The device system delivered dilaudid, clonidine and bupivacaine. It was later reported that the pump was placed on the patient¿s right side. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).